Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse indicated that the tubing at valve (vl8) and the probe wipe block were replaced. Additionally, the fse flushed the waste line tubing from the probe wipe block to waste chamber. There were no further leaks observed. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported approximately 5 mls of fluid leaked on top of the tube caps of the coulter ac·t diff 2 analyzer. The leak was not contained within the instrument. The customer was not wearing personal protective equipment (ppe) at the time of the occurrence. The customer stated that the fluid came in contact on the operator's hand but there was no exposure to open wounds or mucous membranes. The customer technical specialist (cts) advised the customer how important it is to wear ppe. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or change to patient treatment attributed to this event.